Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose was 509 mg/dl and 295 mg/dl. The customer was declined to troubleshooting. Customer stated that they did not had the reservoir lock and found the reservoir lock from the previous pump and its already working fine now. The device will not be returned for analysis.